Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with inappropriate shocks for a non-ventricular fibrillation rhythm from their implantable cardioverter defibrillator after an unrelated procedure. Programming changes were made. Patient condition was stable after the event.